Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent cystoscopy and hydrodilatation of bladder due to interstitial cystitis on (B)(6) /2006 and excision of urethral carbuncle, urethral dilatation, cystoscopy and removal of vaginal foreign body with repair of vaginal wall due to urethral carbuncle and foreign body in vagina of suture on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, placement of suprapubic cystotomy tube, anterior vaginal repair, and vaginoplasty due to stress urinary incontinence and cystocele. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, and vaginal scarring and other. It was reported that patient underwent excision of mesh for interstitial cystitis, urethral meatal stenosis, retained vaginal suture on (B)(6) 2009. It was reported patient underwent excision of urethral carbuncle for urethral carbuncle and vaginal foreign body.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/26/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent scar tissue release and creation of a releasing incision at the lateral aspect of the left vaginal wall on (B)(6) 2015, due to adhesions of vagina, dyspareunia, inability to have vaginal intercourse, foreshortened narrowed vagina with dense scar tissue and history of transvaginal mesh procedures for prolapse repair with two mesh removals. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy, placement of suprapubic cystotomy tube, anterior vaginal repair, and vaginoplasty due to stress urinary incontinence and cystocele. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, and vaginal scarring and other. It was reported that patient underwent excision of mesh for interstitial cystitis, urethral meatal stenosis, retained vaginal suture on (B)(6) 2009. It was reported patient underwent excision of urethral carbuncle for urethral carbuncle and vaginal foreign body.